Event description:
Adverse event occurred outside us, in denmark. A female patient using lofric elle since (B)(6) 2025. Patient explained that she catheterizes from behind and not from the front like instructed in the IFU. On (B)(6), when the patient catheterized, she thought she removed the whole catheter and threw it in the garbage, not noticing that the handled had broken of and that the tube part remained in the urethra. After a few days (patient has stated between 1-3 days), when the she went to the toilet, she felt something hard from the urethra. She was able to remove the catheter tube with her fingers. Patient was able to urinate without using catheters during the time the tube was in the urethra. Patient did not seek any medical care and did not report any medical complications. However, she informed her healthcare provider about it. Patient continues to use lofric elle. The catheter was discarded.

Manufacturer narrative:
Four complaints were registered previously to this one, regarding the same problem (catheter detaching from funnel). These complaints were from UK (2), sweden (1) and france (1). The root of this product problem was traced to the manufacturer of the raw catheter. A supplier deviation report (sdr) was opened and handled. The manufacturer of the equipment has been on site and adjusted the glue application, and the glue-related issues decreased afterwards. More controls of the defective products has been performed. All products in the complaints received by wellspect where produced before the adjustment of the equipment. Referring to the above investigation by the supplier, we agree that this is a plausible root cause for the described product problem. Should additional facts prompt us to alter or supplement any information of conclusions contained in this report, a follow-up report will be submitted.